Event description:
The facility reported a flo-gard infusion pump with a malfunction where the pump "does not charge". The event was reported to have occurred upon power up in the biomedical service department. Upon further review, the quality engineer has identified the reported condition as a battery issue. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem where the pump "does not charge" was confirmed and reproduced during service evaluation. The problem was determined to be due to a power issue from the main battery not being able to charge. Therefore, the assignable cause of the condition was a defective main battery. The main battery was replaced to resolve the condition.